Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that the patient with this right ventricular lead experienced a fall. After the fall, it was noted this lead had dislodged. In addition, noise was noted. A revision procedure was performed, this lead was repositioned. Acceptable measurements were obtained post procedure. This lead remains implanted and in service. No adverse patient effects were reported.